Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the power module would not recognize the start pump command during priming of the pump. A backup power module was utilized and worked with no issues. The power module patient cable was exchanged and the connection issues with the pump resolved. The power module was tested and was fully functioning. The cable was discarded and not sent back for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not recognizing the start pump command during priming of the pump due to an issue with the patient cable, was not confirmed. The patient cable, lot 3517707112, was not returned for analysis. The provided information stated that a backup power module was utilized and worked with no issues. It was communicated that the power module patient cable was exchanged and the connection issues with the pump resolved. The power module was tested and was fully functioning. The cable was discarded. No other documents or pictures were provided. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ the device history records could not be reviewed for the 14v patient cable due to the records being unavailable and maintained by the vendor. No further information was provided. The manufacturer is closing the file on this event.